Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was found to be dislodged. Lead was explanted and replaced successfully. Patient was stable.

Event description:
New information received notes that the lead dislodgement was discovered when loss of capture in left ventricular lead was observed during follow-up in clinic.